Event description:
It was reported that the patient presented for follow up. The pulse generator exhibited inappropriate measured data. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).